Manufacturer narrative:
This complaint was further reviewed and determined that this MDR was sent in error. The reported failure to transmit a waveform is not reportable as it would not lead to harm, serious injury or death. The separation and leakage was captured under MDR MFR# 9617594-2025-02130. This MDR MFR# 9617594-2025-02132 is considered void.

Event description:
An email was received regarding an arterial transpac® IV monitoring kit w/03 ml squeeze flush device and 2 needleless valves, alleging a separation during patient use. The reporter stated failure to transmit a waveform. Discarded and new set used with no issues. The event occurred during use on patient. Someone became aware of the issue when either visual inspection, dripping and puddle and no waveform. The medication was not being used with this product. The product was not reprocessed or re-sterilized prior to use. The product is not contaminated or contain a biohazard or chemotherapeutic agent. The packet was sealed and the line was replaced and the case continued without any further issues. There was patient involvement and delay in therapy but no adverse event. No one was harmed as a result of the reported event.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.